Event description:
It was reported that the right ventricular lead was explanted due to oversensing and an apparent lead fracture. No patient complications have been reported as a result of this event. Additional information was received from an attorney reporting that the 'lead failed', and the patient received 'inappropriate and/or excessive shocking, fracture, and/or other injury requiring medical intervention'.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.

Manufacturer narrative:
Additional information received from an attorney alleged that the lead had exhibited a fracture and/or was explanted and the patient had experienced complications. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the outer tubing overlay was melted and there was blood in/on the helix/lobe mechanism.